Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose levels between 183-250 (mg/dl). A pump bolus and insulin pen correction were delivered to address bg levels. During troubleshooting with tandem technical support, air gaps were noted in the tubing and the customer mentioned that cold insulin was used to fill the tubing. The air gaps were primed out of the tubing and the customer was reminded that room temperature insulin should be used to fill cartridge.